Manufacturer narrative:
Device not returned.

Event description:
Patient had a thromoembolism 6 years and 1 month post implant which caused a transient neurological deficit. Patient was in atrail fibrilation during this event. He was medicaly treated and recovered.